Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Analysis found that the insulation was abraded exposing the outer coil at 34.1 cm to 34.2 cm from distal tip. Abrasions were consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.